Event description:
The complaint was received regarding an incident involving a 3ltr oxygen barrier 6 way that, "leaked into a flap." A sample is available for evaluation and it has been requested from the customer. No patient was involved.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Visual inspection revealed that the bags were inflated with air and it was noticed that air was leaking into flaps through the "lines" visible in the seal hence reported problem was confirmed. Those "lines" are created due to excessive formations in the mylar sheeting used during the sealing process of the bags. The mylar sheeting below the mold is now being change in every shift. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.